Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. After review of medical records patient was revised to addressed loose right total hip arthroplasty. Operative notes indicated a large granulomatous type mass infiltrated with debris particles from the hip joint. This caused all the tissue to be scarred together in 1 large mass. The stem was removed without difficulty as it was entirely loose with erosion of the calcar. Only the stem and head were removed. Doi: (B)(6) 2004; dor: (B)(6) 2008 right hip; dor: (B)(6) 2009 (liner). On (B)(6) 2009, patient was revised to address dislocation. Only the liner was depuy and this was revised.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.